Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette error display. The issue was found during testing. There was no patient involvement.

Manufacturer narrative:
D9: 01-nov-2024.h3: one device was returned for repair with complaint of cassette error display. No event history related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found that the downstream occlusion (dso) seal was missing, the upstream occlusion (uso) seal was damaged, and the air in line detector was damaged. Functional testing was performed, and the complaint was confirmed. The investigation determined that the dso sensor had failed. The dso sensor, dso seal, uso seal, and air in line detector were all replaced.